Manufacturer narrative:
H11: manufacturing review: the lot history records of the reported lot were reviewed. Based on this review with special attention to the manufacturing and inspection of this product lot, the products were found to have met the specification prior to shipment. Investigation summary: the stent remains implanted. No x-ray images were provided for evaluation. The reported stent fracture may be related to irregular stent placement such as elongation or compression. Based on information available and as no x-rays were provided, the reported stent fracture could not be verified, and the investigation is closed with inconclusive results. A definite root cause for the reported issue could not be determined. Labeling review: relevant labeling of the device was reviewed. The IFU supplied with this product was found to address that complications and adverse events associated with the use of the covera vascular covered stent may include the usual complications associated with endovascular stent and covered stent placement and dialysis shunt revisions. In particular, covered stent specific events that could be associated with clinical complications include misplacement, migration, embolism, fracture, compression, kinking and insufficient covered stent expansion. E1, g2, g3, h6 (method) section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
On (B)(6) 2025, a patient underwent a stent graft placement procedure using the covera vascular covered stent. During the procedure, the covers stent was allegedly found to be fractured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
On (B)(6) 2025, a patient underwent a stent graft placement procedure using the covera vascular covered stent. During the procedure, the covers stent was allegedly found to be fractured. The procedure was completed using another device. There was no reported patient injury.